Event description:
It was reported that the patient (pt) started having an issue with the controller about a week ago. It happened 3 times now. The ac power supply has the green light. Pt would charge the controller, then would charge the implant and then pt plugs the controller back in to charge from the wall and the light on the controller starts flashing for a minute and then it stops and it won't charge. Pt started all over again. Patient reset it and it worked for almost an hour each time. It finally catches it and charges. On the call instructed patient to take the battery out and plug the controller into the ac power supply. The screen was blank/unresponsive. Patient took aa batteries out of their fridge and inserted in the controller. The screen did not power up. Pt then tried the battery pack again and there was nothing on the screen. Patient saw no damage. The issue was not resolved. An email was sent to repair to replace the controller. Pt also made a comment the recharger was hard to plug in ever since they got the device. Pt mentioned they called the rep and the rep said to call patient services. Pt called back in after their controller was replaced. Agent walked the pt through pairing up the controller to the implant. They attempted to recharge the implant however the controller battery was low. Pt plugged the controller into the wall charging cord however the green light did not begin to flash. Pt stated the wall charging cord was lumpy and had quite a bit of bumps. Agent reviewed to leave the controller into the a/c power cord to see if it charges. Agent sent an email to replace the a/c power cord.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745ac (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID: 97745nt (serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(4) (rep): additional information was received from a manufacturer representative (rep). It was reported that they met with patient today. Patient said even after they got the controller replacement, they still had difficulty with recharging or finding the deviceand it would show looking for device. Rep said they unpaired and then repaired the connection and device appeared to recharge as normal. Rep said patient doesn't trust the recharger and she wants replacement. A replacement recharger (rtm) was sent out. (B)(4) (con): additional information was received from the patient. It was reported that the patient was stuck at checking the recharger, screen would turn gray/white or would get the replace controller batteries message when charging the implant. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 100% and implant was red. Patient cleaned the controller charging port and recharger pins. Agent reviewed best charging practices. Patient plugged the recharger and got excellent. Patient got the replace the controller batteries message. The case was closed.

Manufacturer narrative:
H6 : codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97745ac explanted: product type accessory h3: analysis of the controller , model 97745nt, s/n (B)(6) , revealed complaint unverified. Unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient was stuck at checking the recharger, screen would turn gray/white, or would get the replace controller batteries message when charging the implant. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 100% and implant was red. Patient cleaned the controller charging port and recharger pins. Agent reviewed best charging practices. Patient plugged the recharger and got excellent. Patient got the replace the controller batteries message. The case was closed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they met with patient today. Patient said even after they got the controller replacement, they still had difficulty with recharging or finding the deviceand it would show looking for device. Rep said they unpaired and then repaired the connection and device appeared to recharge as normal. Rep said patient doesn't trust the recharger and she wants replacement. A replacement recharger (rtm) was sent out.